Event description:
It was reported that in april 2002, pt underwent unspecified abdominal surgery and gynecare intergel was spread throughout their abdomen. "Unspecified injuries are alleged." Pt "suffered and continues to suffer severe injuries."

Event description:
In litigation, it was reported that in april 2002, pt underwent unspecified abdominal surgery and gynecare intergel was spread throughout her abdomen. "Unspecified injuries are alleged." Shortly following pt's surgery, she developed "extreme pain, swelling, and other serious injuries." Patient "suffered and continues to suffer severe injuries." Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: last had complaint 05/2002--severe abdominal cramping and pelvic pain. 08/2002 to 10/2002--periods involving extreme clotting and month long bleeding. Pt had surgery in 06/2003 for blocked fallopian tube and severe pelvic adhesions.